Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
This supplemental MDR 2112667-2025-03359 #1 is being filed to report that the initial MDR was filed under the wrong manufacturing site. The correct initial MDR was filed under MDR 9710602-2025-01008.